Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insuli npump was received with cracked display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error. The blood glucose reading was 354 mg/dl. The patient did not recall any significant events that led to the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.